Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "there was a blood spillage when handling the tube, which was capped and was manipulated to verify the information in its label."

Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "there was a blood spillage when handling the tube, which was capped and was manipulated to verify the information in its label.".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2203-04-17. H.6. Investigation summary: bd received 5 samples for investigation from a different batch than reported (lot 2243627). All 5 returned tubes and 10 retention samples(from complaint lot) were functionally tested for stopper pop off. No issues were observed. 200 retention samples (from complaint lot) were also visually inspected with no issues observed. All samples tested met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.